Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in multiple mode switch episodes. No patient symptoms were reported. The device was reprogrammed.